Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while the physician was placing the right ventricular (rv) lead, the patient experienced a perforation. An echo was performed, and minimal effusion was noted. The lead was pulled back and repositioned to a septal location. No further increase in effusion was noted, even after ten minutes, and the procedure was completed without further incident. The lead remains in use. No further patient complications have been reported as a result of this event.